Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
11/18/1998- supplemental report #1 sent to FDA. Device not available for evaluation.